Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and user was unable to login. A technical support specialist (tss) attempted to dial into the server but was unable to start a session due to low-memory conditions, then dialed into the report server, opened the services remotely, and restarted both the print spooler and database synchronization services. However, the server was still not accessible remotely. The system had 24,575mb of random-access memory (ram) configured yet continued to experience low memory conditions, identified that spoolsv.exe was consuming 22 gigabytes (gb) of memory even after restarting the print spooler service, stopped the print spooler again, but remote access remained unavailable because terminal services was unable to issue a license, recommended obtaining customer approval to stop the print spooler, delete all pending print jobs, and reboot the server. The memory leak issue was later confirmed to be resolved after upgrading the application server to 16gigabytes (gb) of random access memory (ram). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated all station was in disconnected mode. An error occurred stating "patient and order may not be current" also mentioned that more station was on critical override and user was unable to sign. Customer rebooted the station however the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated all station was in disconnected mode. An error occurred stating "patient and order may not be current" also mentioned that more station was on critical override and user was unable to sign. Customer rebooted the station however the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.